Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a patient was hospitalized for a peritonitis infection. Follow up with the patients peritoneal dialysis nurse confirmed the patient was hospitalized from (B)(6) 2018 to (B)(6) 2018. The cause of the peritonitis was attributed to touch contamination. The patient was cultured while hospitalized (results unavailable). No treatments were reported missed. The patients nurse reported the patient has recovered from the event and resumed treatment. Additional information was solicited, but unavailable.

Manufacturer narrative:
Clinical investigation: although a temporal relationship exists between the liberty select cycler/ liberty cycler set and the pt¿s peritonitis; there is no documentation which supports a causal relationship. Based on the available information, the source of the pt¿s peritonitis is most likely associated with a breach in aseptic technique due to touch contamination. Peritonitis is a well-documented complication of pd therapy with touch contamination/breach in aseptic technique as a commonly known cause of infection. Plant investigation: plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.